Event description:
Complainant alleged that while defibrillating a female, asystolic patient, the patient did not react when the device's shock button was pressed. The nurses indicated that the patient was 92 degrees and may have already been expired. Complainant indicated that the clinician received another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please refer to medwatch numbers (1220908-2010-02648 and 1220908-2010-02635) for the subsequent devices used in the patient event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.